Event description:
It was reported by the prestataire that the needle deployed after the cap was removed and before the start. The duration of pod use and the impact on the patient's glucose level was not reported. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.